Manufacturer narrative:
Corrected information: section b3: date of event. Additional information: section d4: serial number, expiration date; section d6: implant date; section h4: manufacture date; section h10: narrative text. Additional information indicated the mild pericardial effusion remained stable post procedure and the patient was discharged in stable condition on postoperative day 6.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate in addition to procedural factors (manipulation of the devices), patient factors (severe annular calcification, heavy coronary sinus calcification, steroid use) likely contributed to the reported contained aortic rupture and hematoma of the right coronary sinus. Although the exact cause could not be confirmed, it was suggested that the mild hemorrhagic pericardial effusion and right coronary sinus hematoma contributed to the delayed coronary obstruction and subsequent pci. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. Reference for article: wilde, j., abdel-wahab, m. A case of late coronary obstruction following tavi with a balloon expandable valve. Pcr congress (17, 18 and 19 november), london. Https://www.pcronline.com/courses/pcr-london-valves.

Event description:
As reported by our affiliate in (B)(6) and through a pcr congress presentation, "a case of late coronary obstruction following tavi with a balloon expandable valve", during a tavr procedure, a 26mm sapien 3 valve was implanted in the aortic position. Thirty minutes post-tavi, the echo showed a very small pericardial effusion (2mm end diastolic). No obstruction of the left coronary artery (lca) was observed, but subtotal ostial occlusion of the right coronary artery (rca) was observed. An emergency primary percutaneous coronary intervention (pci) was performed. The ivus control also showed an intramural hematoma. The follow up CT scan showed mild hemorrhagic pericardial effusion, a hematoma of the right coronary sinus and elevated density levels around the rca ostium, suggestive of contained rupture of the aortic annulus leading to delayed coronary obstruction. The native annular area measured 431mm2. Severe annular calcification, low take-off of the lca and heavy calcification in the left coronary sinus, and ¿regular¿ take-off of the rca were reported.